Manufacturer narrative:
The tip breaking condition was not confirmed, since the unit was not returned to stryker puerto rico for evaluation. This complaint will be closed without a detailed investigation report and based on probable root causes. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway as this may result in damage to the tip of the probe. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that probe tip broke inside the patient's shoulder. All fragments were removed from the patient with no delay and no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that probe tip broke inside the patient's shoulder. All fragments were removed from the patient with no delay and no adverse consequences.